Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code 1069 provided on the initial report needs to be corrected. The correct medical device problem code is 1135. Field below updated: section h6: medical device problem code: 1135. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on (B)(6), 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the device was received in its original packaging at the manufacturing site for evaluation. Also implant notification card and dfu were received. Evaluation was performed with sme (subject matter expert). Upon evaluation all the components were correctly engaged. The pushrod was in a partially advanced position, and it looks centered. No assembly error and/or defect related to the manufacturing process was identified. Lubricating material residues were not observed in the device. The lens got stuck at the cartridge tube and it looks damaged. The cartridge was cracked, that could be related to excessive force during handling. As required, the device was disassembled to verify the components conditions. All the components were in a good condition and were correctly assembled. Lubricating material residues were not observed. Then, the device was reassembled to recreate the delivery of the lens, and it came out as expected. The reported issues were verified. However, based in the analysis of the product returned, there was no damaged or defect observed that might lead the reported issues. Product quality deficiency was not identified. Manufacturing records review: manufacturing record review (mrr) was conducted, and there were no nonconformance reports/discrepancy/deviations for similar issues found, during manufacturing record review. The units were manufactured and released according to specifications. A search in complaint system revealed, that no additional complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2021. If implanted, give date: n/a (not applicable). The intraocular lens was not implanted. If explanted, give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. Phone number: (B)(4). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a plunger broke through the cartridge when an intraocular lens (iol) was moved forward by rotating the knob during setting. The side of the cartridge was broken when the knob was being rotated as reportedly, the iol was tight to be moved forward. There was patient contact; however, no patient injury was reported. No further information was provided.